Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for investigation. The exact cause could not be conclusively determined. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
It was informed that the distal end of the needle was broken off and fell off in the patient during a lymph node aspiration. The doctor retrieved the fallen part. The doctor completed the procedure with another device. There was no other patient injury regarding this report. Also, the doctor commented that the lymph node was hard more than usual.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the evaluation of the returned device. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation confirmed that the needle was disconnected and there was a sign, which showed that glue was applied to proper area. The distal end of the needle was deformed. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the investigation of the subject device, omsc concluded that the needle was broken and fell off into the patient, because the needle slider was forcibly pulled for some reasons while the distal end of the needle was deformed. The exact cause that the needle was deformed could not be conclusively determined. However, based on the past similar cases, there was a possibility that the doctor repeatedly inserted and pulled the needle while the scope's angle was tight. The instruction manual of the subject device warns; turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument.